Event description:
7002053586, npi error code 356.6710 occurs soft fault- other- specify in comments there was no patient involvement. Problem description 10/30/2018, 13:27:54 , (B)(6). 2018-038532 272330 problem description 10/30/2018 , 12:53:01, (B)(6). Customer called experiencing issues flashing their 8015 with the compact flash cards. After remoting into their computer, it was determined the flash cards were configured incorrectly. After correcting the configuration the customer was able to flash their pcu's.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device has not been previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing issues flashing their 8015 with the compact flash cards. After re-moting into their computer, it was determined the flash cards were configured incorrectly. After correcting the configuration the customer was able to flash their pcu's.